Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received the motor processor did not report the pumps stroke as finished in reasonable time error, hardware low level failure error and interprocessor communication error. The customer¿s blood glucose was 10 mmol/l at the time of the incident. The customer stated the insulin pump makes a rattling sound as if something is loose within the insulin pump. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No other pump errors or ratting sound noted. The motor was tested outside of device and passed. Pump error alarm confirmed in the insulin pump history due to software error. No cosmetic damage noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.